Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Qc was acceptable. The customer did not provide any further information for investigation. The investigation did not identify a product problem. Based on the limited information provided, the cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas 6000 e 601 module. The initial result was 12.77 u/ml. This result was reported outside of the laboratory. On (B)(6) 2021 the same sample was tested for ca50 and the result was 109.2 u/ml. Since ca 50 and ca 19-9 results correlate to one another, the sample was repeated for ca 19-9 with a result of 150 u/ml on the e601 module and results of 168 u/ml and 167 u/ml on a cobas e801 module. The higher results were believed to be correct. The ca 19-9 reagent lot number was 46466503 with an expiration date of 30-nov-2021.